Event description:
A pt reported they were unable to test on their meter. Their one touch ii meter allegedly would only prompt "cta" message. There was no result on their meter. There were no other tests or comparisons performed. Pt not treated. No further info has been reported.